Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged that the paint is peeling, the reservoir has flooded with insulin, and that the rewind takes longer. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails, adhesive on the case. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No rewind anomalies or slow rewinds were noted during testing. No unexpected audio/vibrate alarms were noted during testing either. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. Thus software was utilized and uploaded trace/history files properly. No insulin flow block/no delivery/occlusion, audio/vibrate alarms or pump errors were listed in the adapt tool. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the device. In summary, customer allegation for peeling paint is actually some sticky adhesive on the back of the insulin pump. Did not note any moisture damage due to leaked insulin in the reservoir compartment and did not note any lengthy motor rewinds compared to the motor rewind of other devices. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received from medtronic indicated that the insulin pump had vibrate anomaly. Customer states that insulin pump was not giving delivery alarms and taking longer time to rewind. No harm requiring medical intervention was observed. The insulin pump will return for analysis.